Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer also stated that they received replace battery alarm without prior low battery alarm. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.